Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the pacemaker (pm) was in backup vvi mode inappropriately. The pm was reported earlier back in (B)(6) 2025 and (B)(6) 2026 for similar back up vvi mode with programming changes performed. On (B)(6) 2026, the pm was explanted and replaced by the physician. The patient was stable.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated that there were multiple reset records. Analysis by software engineering team found repeated occurrences of bad parity errors and uncorrectable nmi events, resulting in device resets, and they were due to a hardware-related memory integrity issue. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced. The reported issue is consistent with a hybrid integrated circuit anomaly.